Event description:
During a coronary drug eluting stenting procedure, balloon removal difficulty occurred. The lesion being treated was located in the non tortuous, non calcified, 95% stenosed distal right coronary artery (rca). The lesion was pre-dilated with a maverick 2.0 x 15 mm balloon. The physician implanted a taxus express2 8.8% 2.5 x 16 mm drug eluting stent and deployed it at 9 atms for 45 seconds. The physician tried to withdraw the balloon but it would not come out. He inflated, deflated and tried maneuvers but nothing worked. The physician went down past the rv branch with the wire and guide and the balloon came loose and was able to be removed. The stent had a very small waist. The physician went in with a quantum maverick 2.5 x 8 mm balloon to post dilate. No pt complications or injuries were reported. The patient's status is reported as good.

Event description:
Visual examination of the returned device found that the hypotube was kinked at various locations along its length. Severe kinking was also noted along the distal sub assembly extrusion. It is noted the there was no stent received for analysis and that there was a large build up of solidified contrast media inside the balloon and inflation lumen of the device. Attached the device to an encore inflation lumen and attempted to inflate balloon and inflation lumen of the device. Attached the device to an encore inflation lumen and attempted to inflate the balloon to its rated burst pressure without success. This was repeated several times, however it was not possible to inflate the balloon. Device analysis confirmed that there were no signs of necking at the proximal weld area. The shop floor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with co standard procedures. The shop floor paperwork for this batch shows that the product met its specifications. From the condition of the returned device it is not possible to conclusively determine the root cause of the complaint incident. Device analysis confirmed that there were no signs of necking at the proximal weld area, which could have prevented the physician from deflating the balloon fully. This was confirmed by measuring the outer diameter of the weld area with a calibrated lasermike. The exact cause of the complaint incident is unk. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material assembly and performance specifications.